Event description:
Medwatch report with uf/importer number (B)(4) was received on (B)(4) 2013 with the following information: the collar on the drill bit requires the hex wrench to remove the hole where the hex wrench is inserted. However, the hex wrench was stripped in the kit prior to use. A second licox kit had to be opened with the entire system wasted, delaying the system to obtain a property functioning, non-stripped hex wrench. There was no harm to the patient. Additional information was requested from the customer and on (B)(4) 2013, the following was provided: it was unknown when the product problem occurred. Lot number of the device was unknown. Surgical delay was reported as delayed enough to get a replacement device. The product will not be available to be returned because the product was discarded.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.